Manufacturer narrative:
(B)(6).

Event description:
It was reported that the connector is small and the catheter can not enter.

Manufacturer narrative:
A sample was returned for evaluation. The complainant's returned unit was visually inspected. The port was assembled with an incorrect component which was smaller in size. Potential root causes were: during kitting of clearance sleeves, mislabeling occurred, and the operator did not detect the discrepancy or during returns both part number of the sleeves were mixed. A quality alert was issued. Awareness notification was disseminated to personnel in order to explain the importance to adherence or following in the procedure. A new visual aid was created for personnel to inspect sleeves before assembly on 21-sep-2022. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.